Event description:
A surgeon reported that an intraocular lens (iol) was exchanged due to iol opacification which was causing decreased visual acuity for the pt. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested.